Manufacturer narrative:
Continuation of d10: product ID 97745 serial# (B)(6) product type programmer, patient. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a manufacturer representative (rep). Pt was still having charging issues for the past couple of months and mentioned a "paddle" had been replaced in the past. Mdt rep. Said the controller would only charge the ins up to 30% and then the li battery pack depleted down to low on charge and had to be recharged. Pt told mdt rep. That the li battery pack looked "broken". Pss suggested the mdt rep. Have the pt call back or call back to provide serial number so li battery pack could be replaced.

Event description:
Information was received from a patient regarding an external device. The reason for call was patient mentioned they had been having problems with their controller for about 2-3 weeks. Patient said the controller would not recognize the implanted neurostimulator (ins) when the controller was not plugged into the recharger antenna. The patient would get the no device found screen. Pt said they sometimes even got no device found when the recharger was plugged in. Patient services specialist(pss) reviewed expected charging screens if ins depleted. Patient mentioned sometimes they would have to reset the controller. Pt said the reset intermittently worked and pt said it was frustrating because they had been having trouble sleeping because each time theyneeded to adjust intensity they had to connect the recharger. Pt said they had been stuck feeling uncomfortable in places because their therapy was too high and the pt could not adjust it because of the wireless controller connection issue. Pt said they felt their therapy like a drumming when they lay down. Patient also said they would get a weird message on the controller that said cannot charge the controller. Pt said their previous ins only started giving them issues at eos(patient services specialist(pss) understood the "issues" the pt was referring to were the ins needing to be replaced because ins had reached expected eos). Pt said they "never had problems with old ins." Pt will call back with equipment to troubleshoot. Agent reopened and reassigned case to send email to representatives for visibility and to add serial/model numbers into secure note. Patient called back and stated previous information documented in this case; patient noted they were having consistent problems with the no device found issue and they never really quit having problems. Patient had issues changing their programs and was only able to connect to the implant when the recharger was plugged into the controller. Patient also noted they had to charge more frequently and their stimulation did not feel like it used to and patient used to go down '30' or 25'. Patient did not like their new implant. Patient was not able to sleep well and they didn't want to keep troubleshooting because it was extreme. During the call patient rebooted the controller and got no device found. Patient connected the recharger and patient got 40 on the controller and 90 on the implant. No damages in the battery compartment, controller charging port, and recharger. Patient had glasses and had trouble reading serial numbers during the call. Agent closed case. Case reopened due to response from representative. Representative will contact patient. Agent closed case.

Manufacturer narrative:
D10/d11: concomitant medical products: product ID 97745. Serial# (B)(6). Product type programmer, patient b3: event date is year valid medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative (rep). The reason for call was caller stated patient was having issues with their controller. Caller stated patient would hold controller and unlock, but the controller would never connect to the implanted neurostimulator. Caller said patient would have to do a backwards thing where they plugged in the rtm cord and pretended they were starting to charge the ins and from that screen they would be able to exit out of that screen and turn things up or down or switch groups, but they couldn't do that without the charging paddle connected. Caller also mentioned patient never received a charging belt. Pss is sending a request to repair team for the controller. The rep then responded that they believe the ¿stimulation output¿ issue that was discussed was in regards to the patient not being able to turn her device rate down any further. She said told me she liked how the old battery¿s rate would allow her to turn it lower than 40, and she misses that. She understands that with this battery, the lowest she can turn the rate is 40. The main issue for this patient was her inability to connect to her battery w ithout using the charging cable. The rep just reached out to the patient, and she is very pleased with her new equipment sent to her by customer service. She is able to use all of her equipment now the way it is intended. The rep discussed limits on patients ability to turn rate lower than 40 and this was acceptable to the patient.

Manufacturer narrative:
Continuation of d10: product ID 97745 lot# serial# (B)(6) implanted: explanted: product type programmer, patient. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.